Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the sleep mode setting was turned on 90% of the day when the sleep mode setting was set to be turned off. Reportedly, this prevented automatic boluses from delivering. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.